Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 7 had failed to open. A field service engineer (fse) found that the magnet fell out of inseparable. So, fse replaced the inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the auxiliary drawer failed to operate. The device displayed error messages stating: ¿failed hardware¿ and ¿requires maintenance.¿ the user attempted to recover by rebooting the station, but the issue persisted. The customer stated that this malfunction occurred during medication dispensing. The user obtained the medication from the pharmacy, which resulted in a delay in patient care. No adverse events or patient injuries were reported in connection with this incident.